Manufacturer narrative:
No sample was returned for eval. Therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. The root cause could not be determined. All knives are 100% inspected by trained operators using a minimum of 10 x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A nurse reported that a dull knife was experienced during a procedure. The nurse indicated the alternate knife used to proceed with the case was also noted dull; however, the surgeon was able to successfully use and complete the case without harm to the pt. This is the second of two medical device reports for this facility.